Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient synced with the stimulator and it showed stimulation was off. They do not remember turning stimulation off. Agent did not ask about the circumstances that led to the reported issue. On the call, they tried to turn stimulation on, but then saw poor communication. They were unable to communicate with the stimulator the rest of the call. They are going to keep trying over the weekend and call back if they need the programmer replaced. The patient called back with additional questions about turning therapy off prior to MRI. Patient indicated they decreased amplitude down to 0.0 and see the stim off icon (no lightning bolt). Reviewed this means therapy is off. Reviewed button use and icon meanings. Provided MRI guidelines.